Manufacturer narrative:
Correction on (B)(4) on should be (B)(6) 2018 and not (B)(6) 2018. Correction on (B)(4) on should be product problem only and on required intervention to prevent permanent impairment/damage (devices) should be unchecked.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing issue was observed on the atrial and ventricular channel. It was suspected that the oversensing issue was due to the lead damage. Further lead provocative testing and measuring the pacing lead impedance during the testing was recommended. Lead revision was recommended if lead damage was confirmed. No further information available.